Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing ineffective stimulation. A sjm representative met with the patient and reprogrammed the scs system but was unable to obtain effective stimulation. The patient will consult with his physician regarding possible surgical intervention to address the issue.